Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error code 200.5040 account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer was getting the error code 200.5040 and wanted to know how to clear it. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he needed to reflash the 8100. I explain to the biomed that the pump module software version is not compatible with the software flashed into the pc unit. The customer said ok and ended the call. Ref:_00d30y0yr._5000l1l6myh:ref